Event description:
The lay user/pt contacted lifescan (lfs) in early 2009 and alleged that a onetouch ultrasmart meter was not powering on. The pt indicated that the alleged issue first started a week prior at around 4:30 pm. Two days later, the pt allegedly felt "dizzy and lightheaded". She mentioned about receiving assistance at the emergency room (ER) at around noon that day. Her blood sugar was tested on the ER's meter and received a result around 68-69 mg/dl. She was treated with "IV glucose" at the ER. The patient was also given 100 mg of metformin tablet at the ER. The customer service agent (csa) verified that the pt replaced the battery in the meter as per the owner's manual, the pt was using the correct test strips, the batteries were installed correctly, and the condition of the battery contacts was good. Replacement products were sent to the patient. This complaint is being reported, as the patient allegedly received "IV glucose" as a treatment for dizziness and lightheadedness sometime after the alleged issue started. Diabetes care management: the pt normally takes 20 units of levemir and 10 units of symlin to manage his diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.